Event description:
Co was notified by FDA via voluntary medwatch report about an incident involving a c41. The following info was reported: a pt on oxygen since 1994 noticed breathing problems on 1/7/2000, and extensive problems after laying down as water from the oxygen unit was coming through the tubing. Pt was reported drowning in fluid from the tank. Apria, the homecare provider, was contacted and came to pt's home and changed the tubing, among other things. The pt continued to have problems and was taken to the emergency room on 1/9/00 and was admitted. Pt was released 1/11/00. Co's investigation determined the following info: the pt is prescribed oxygen at 1 1/2 - 2 lpm. The c41 was used with a humidifier. The pt reported pt was taken to the hosp on 1/9 because pt thought pt was having a heart attack. Pt did not think water in the cannula caused them to go to the hosp. The hosp determined the pt experienced respiratory problems and not a heart attack. The pt's lungs were pumped for fluid. On 1/29, the pt did have a heart attack.